Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device. On the morning of (B)(6) 2025, between 7:00 and 8:00 am, the mother placed a new sensor in the patient¿s left thigh. In the late afternoon/evening, the patient started to complain of tenderness at the insertion site. The mother checked the insertion site and noticed redness, tenderness, and warmth that encompassed an area of 2x2 inches. The patient consulted a healthcare professional (hcp-reporter) who prescribed a course of oral antibiotics (augmentin 40 mg, two times daily). The hcp mentioned that the patient has taken this medication within the last year and verified that there are no known allergies (nka). The hcp observed that the mother sent photos of the anterior thigh via email. The reporter evaluated the image and noted ¿notable for red area, reported to warm and tender to touch, with central punctate area likely at site of sensor tip. Pt feels well, no fever or systemic illness. Will treat with. Script called into pharmacy for 10 days, although likely treatment for 5-7 days, will follow for resolution. Also discussed circling the redness to ensure no major spreading and recommended applying warm soaks.¿ at the time of the report, the patient felt well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.